Manufacturer narrative:
Additional information received indicated that the customer has not received another occlusion. The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was 270 mg/dl. The customer changed the cartridge, infusion tubing and site. Reportedly, the customer changes the cartridge every 3 days. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.